Manufacturer narrative:
This device has not been returned for analysis. If information is provided in the future, or upon completion of analysis if the device is returned, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory revealed three system errors which resulted in safety mode. The errors were corrected in the laboratory. An attempt to interrogate the device was made however was unsuccessful. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Event description:
It was reported that this boxed implantable cardioverter defibrillator (ICD) was found to be in safety mode and the device was not used.

Manufacturer narrative:
This device has not been returned for analysis. If information is provided in the future, or upon completion of analysis if the device is returned, a supplemental report will be issued.

Event description:
It was reported that this boxed implantable cardioverter defibrillator (ICD) was found to be in safety mode and the device was not used.